Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was unknown. Customer was explained that this a normal pump behavior and advised to monitor pump. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer stated that his blood glucose was low up u to 3 to 4 days ago. Customer ate ice cream and he is low due to being brittle. Customer stated that this is very common.